Manufacturer narrative:
Additional patient identifier: (B)(6). Date of infection is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2017 due to an infection. The patient¿s initial injury was an open dislocated ankle fracture with a broken fibula. On (B)(6) 2016, patient received an open reduction internal fixation (orif) and was implanted with one (1) locking compression plate (lcp) one-third tubular plate and six (6) unknown screws, as well as an irrigation and debridement (I&d). The patient had a slow healing medial wound from the initial injury and refused subsequent necessary wound I&d's, then presented with infected wound and complete erosion of the tibial talar joint. The fibula had healed from the initial orif surgery on (B)(6) 2016. For the revision surgery, an osteotomy was performed with a removal of the distal third fibula, and debridement with fusion of tibial talar joint using 6.5 mm cannulated screws. Hardware remained with removed portion. There was no surgical delay and the procedure was completed successfully. Patient outcome reported as complete/okay. This is report 1 of 2 for pc-(B)(4).